Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. Ischemia is a known inherent risk of pipeline procedure and is documented in the pipeline flex instruction for use. The event occurred in the patient post procedure and it was reported to be related to the discontinuation of dual antiplatelet treatment and. Information received from the same report as MFR: 2029214-2015-05164.

Event description:
Medtronic received information that a patient experienced a second acute ischemic stroke in the right middle cerebral artery (mca), approximately 6 months post treatment. The pipeline device was successfully implanted 6 months prior to this event to treat a right supraclinoid aneurysm. No device issue was reported. One day post procedure, the patient was reported to experience an ipsilateral mild acute ischemic stroke. At 30 day follow up, the patient was back to baseline nihss of 0. It was further reported that the patient experienced left side non-dominant weakness six months post procedure. This event was reported to be related to discontinuation of dual antiplatelet treatment (dapt) due to gastrointestinal bleeding. The patient was hospitalized for 4 days and the dapt was continued. The patient was discharged to a rehabilitation facility.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.